Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy was diagnosed with peritonitis on 10/oct/2023. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient contacted the clinic on 10/oct/2023 due to severe abdominal pain and diarrhea. The patient was instructed to come to the outpatient home dialysis clinic for assessment, at which time the patient¿s peritoneal effluent fluid was sampled and found to be cloudy. A peritoneal effluent fluid culture and cell count (results not provided) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) ceftazidime 1000 mg daily for 14 days, ip vancomycin 1000 mg on (B)(6) 2023, as well as oral ciprofloxacin 250 mg twice daily for 8 days. The patient¿s peritoneal effluent culture result returned positive for pseudomonas aeruginosa and streptococcus sanguinis on (B)(6) 2023, and the patient¿s antibiotics were continued. The pdrn attributed causality to multiple breaches in aseptic technique, such as poor hand hygiene and failure to wear a mask. Per the pdrn, the events were unrelated to the patient¿s utilization of a fresenius product(s) and/or device(s). The patient recovered from the serious adverse events, received re-education, and continued to undergo ccpd therapy utilizing the same liberty select cycler without reported issue.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse event of diarrhea, peritonitis, characterized by abdominal pain and cloudy effluent, which warranted antibiotic therapy. The pdrn attributed causality to multiple breaches in aseptic technique, such as poor hand hygiene and failure to wear a mask. Per the pdrn, the events were unrelated to the patient¿s utilization of any fresenius product(s) and/or device(s). Those individuals undergoing pd therapy are at high risk for infections of the peritoneum. Based on the information available, the patient¿s liberty cycler set is excluded from having a causal or contributory role in the serious adverse events. There is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) deficiency or malfunction occurred. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet users¿ expectations or manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy was diagnosed with peritonitis on (B)(6) 2023. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient contacted the clinic on (B)(6) 2023 due to severe abdominal pain and diarrhea. The patient was instructed to come to the outpatient home dialysis clinic for assessment, at which time the patient¿s peritoneal effluent fluid was sampled and found to be cloudy. A peritoneal effluent fluid culture and cell count (results not provided) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) ceftazidime 1000 mg daily for 14 days, ip vancomycin 1000 mg on (B)(6) 2023 and on (B)(6) 2023, as well as oral ciprofloxacin 250 mg twice daily for 8 days. The patient¿s peritoneal effluent culture result returned positive for pseudomonas aeruginosa and streptococcus sanguinis on (B)(6) 2023, and the patient¿s antibiotics were continued. The pdrn attributed causality to multiple breaches in aseptic technique, such as poor hand hygiene and failure to wear a mask. Per the pdrn, the events were unrelated to the patient¿s utilization of a fresenius product(s) and/or device(s). The patient recovered from the serious adverse events, received reeducation, and continued to undergo ccpd therapy utilizing the same liberty select cycler without reported issue.